Event description:
It was reported that the ipg was taking longer to charge and an increase in charging frequency was also noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.

Manufacturer narrative:
Date of event: exact date unknown, event occurred years after implant.